Manufacturer narrative:
(B)(4). Batch # p91w1d. The analysis results found that the harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. In, addition, the piece of the broken blister was still attached to the tyvek. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was found that the package was damaged before it was opened. Another device was used to complete the case. There were no adverse consequences to the patient.